Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was over 800 mg/dl, they had ¿bruises all over¿, and were ¿very sick,¿. Customer administered a bolus via the pump to address the issue and "had to be life-flighted to major (B)(6) hospital" with high ketones identified as life-threatening by a healthcare provider. Customer went to the emergency room and was subsequently admitted to the intensive care unit with diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.